Event description:
It was reported at a refill session it was discovered the patient's pump was flipped. The refiller flipped it back with no trouble and the refill progressed as normal. A posteroanterior and lateral chest x-ray was performed which showed proper and stable placement of the catheter. It was noted it did not require much manipulation to flip the pump so they were not concerned with the integrity of the connections. It was also noted there was serous fluid in the pump pocket and they did have to drain off "quite a bit." It was reported the patient wore an abdominal binder during the day and removed it at night when they slept. No further action was taken at the time. It was planned to check if the pump remained in place and the status of the seroma at the patient's next follow-up visit. It was unknown what medication the device system was used to deliver. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 10642, lot# serial# (B)(4), implanted: explanted: product type catheter. (B)(4).